Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to poor device performance since activation. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.